Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 17 of the patient's mouth. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.